Event description:
It was reported that patient was dizzy and lightheaded due to ventricular oversensing that caused inhibition of pacing. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.